Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a pump module had " iui female gasket sticking out." This issue was reported to bd representative during site visit. Per report, the device was taken to the hospital's clinical engineering and the device will not be sent to bd for investigation. There was no patient involvement.